Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture requested on oct 21, 2024, it. With lot number 2683736 and catalog number n-tsm330. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "suspected left side prosthesis rupture opinion in breast. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening, assessed as surgical damage. ¿ rupture: observed a piece of missing shell was assessed as inconclusive. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "suspected left side prosthesis rupture opinion in breast. The device has been explanted.